Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon reported that the clip applier ran out of clips after firing just four clips. A second er320 was opened to completed the case and there was no consequences to the pt.